Event description:
The customer reported an interlink continu-flo 4-way stopcock which was leaking on both sides of the stopcocks during patient use. The device began leaking after being used for two hours by an unknown patient. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation per the customer. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.